Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: due to unavailable product information, site cannot perform related manufacture review as well as product evaluation; no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode base on investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that pn relion 32g x 4mm 3b experienced difficult device operation, and a cannula that broke off. The following information was provided by the initial reporter: consumer stated, he cannot attach pen needles to insulin pen. Stated, he over tightens and as a result, he strips the non patient end and it doesn't attach. Stated, he has a mechanical hand so he cannot determine how much to turn the pen needle. Stated, he cannot take his injection because he's breaking most of the pen needles. Stated, the previous design worked for him because they "snapped" on and he could hear the sound once they were on.